Manufacturer narrative:
Samples were drawn in lithium heparin tubes and run on an automation line. The laboratory re-spins, filters, and reanalyzes samples with initial troponin results of >0.05 ng/ml on an alternate unicel dxi 800 access immunoassay. Two levels of quality control (qc) were within specifications prior to the event. On (B)(4) 2009, the field service engineer evaluated the analyzer. Began the preventive maintenance (pm) procedure. Primed, calibrated, and ran qc. The field service engineer returned on (B)(4) 2009, to complete the pm. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed with another unicel dxi 800 access immunoassay system. The test results were within the normal range and were reported. No reports of death or serious injury, and no affect to pt treatment as a result of this event.